Event description:
It was further reported that there was a warning for high atrial impedance.

Event description:
It was reported that the right atrial (ra) lead was oversensing. The sensitivity was not adjusted as the p wave is 2.8 mv and the sensitivity is already programmed at 2 mv. The lead remains in use based on medical judgement. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).